Manufacturer narrative:
Date of death was requested but was not provided. The lot number was not provided, therefore the expiration date in unk. The lot number was not provided, therefore the manufacturing date is unk. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Sorin group received a report that the tubing ruptured during an ECMO procedure. The tubing was replaced and ECMO was re-instituted. The facility requested that a sorin service representative perform an equipment evaluation on site. A sorin group service representative was dispatched to check the sorin s3 systems and perform preventative maintenance. The service representative inspected all s3 systems at the facility. Visual inspections of the pumps found one pump to have dried blood in the raceway. The concentricity, roller roundness, occlusion, and roller to roller specifications were all checked and found to be conforming. The roller guides of the pump were replaced due to the discoloration from the blood. Functional testing of all units was performed and no issues were observed. The ruptured tubing associated with the issue has been returned to sorin group USA for evaluation. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
During a review conducted on august 24, 2016, it was discovered that the initial report, filed in november 2012, indicated the report type to be "product problem." As this was a patient death, both "product problem" and "adverse event" should have been selected.

Manufacturer narrative:
Sorin group received a report that the tubing ruptured during an ECMO procedure. The tubing was replaced and ECMO was re-instituted. The facility requested that a sorin service representative perform an equipment evaluation on site. A sorin group service representative was dispatched to check the sorin s3 systems and perform preventative maintenance. The service representative inspected all s3 systems at the facility. Visual inspection of the pumps found one pump to have dried blood in the raceway. The concentricity, roller roundness, occlusion, and roller to roller specifications were all checked and found to be conforming. The roller guides of the pump were replaced due to the discoloration from the blood. Functional testing of all units was performed and no issues were observed. Although the tubing involved in this incident was not saved for evaluation, the customer reported a second occurrence of the same issue (medwatch #1718820-2012-01057) and one segment of 1/4" x 3/32" pvc tubing, approximately 24 inches long, from the second occurrence was returned to sgu for evaluation. Inspection of the returned tubing confirmed the presence of multiple splits and found that the edges of the splits are jagged, the splits are curved and the orientation of the splits is not parallel to the length of the tubing. Testing of tubing from inventory found that all samples lasted well beyond the rated time of use. When the tubing was loaded into the pump according to the instruction for use, the splits are straight and oriented parallel to the length of the tubing. Splits like those seen in the returned tubing could be reproduced by inserting the tubing into the pump with twist. Based on the investigation summarized above, sorin group has concluded that the tubing performed as intended and that the rupture was most likely caused by the tubing having been twisted in the raceway of the roller pump.

Event description:
Sorin group received a report that the tubing ruptured during an ECMO procedure. The tubing was replaced and ECMO was re-instituted. Then on a later date, the tubing ruptured again (reference medwatch report 1718850-2012-01057). It was later reported that the pt passed away.